Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. The user interface pcba was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced user interface pcba at the product assessment center (pac) and the cause of the reported issue was determined to be shorted capacitor c181.

Event description:
The customer contacted stryker to report that their device displays a service led and a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displays a service led and a solid white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.